Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The pump did not make loud noises. History list: the reviewed history showed, that all programmed boluses were delivered as intended. Consumables: cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Infusion set: the returned used transfer set was visually inspected and tested for flow and tightness. The test results were within specifications adapter: the soft component of the adapter is used up the problem mentioned by the customer could not be reproduced.

Event description:
Patient's mother reported that for some weeks the infusion device makes loud noises. Mother stated at this time the patient often experiences too high blood glucose level of more than 300 mg/dl; took correction via the infusion device without success after accessories were changed. Patient's normal blood glucose level was not provided. Mother stated, she thinks the infusion device delivers too low insulin. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.